Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the bending rubber adhesive joint is chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending rubber adhesive joint is chipped. Based on the results of the investigation, it is most likely that the most probable causes are such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.